Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument as of the date of this report.

Event description:
It was reported that during da vinci-assisted radical prostatectomy extraperitoneal without lymphadenectomy surgical procedure, while the surgeon head was in the 3d viewer, the surgeon was not able to move the monopolar curved scissors (mcs) instrument wrists properly. The movements of the instrument were scaled appropriate but diminished and not in the intended direction. There were no delays or lags during movements. No frictions or any collisions during the procedure. When the operating room (or) team uninstalled the instrument from the arm, and removed the tip cover, the first assistant observed and noticed that the cords were broken. The device was inspected before the procedure and nothing out of the ordinary was observed. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.